Event description:
Patient reported, left side rupture, granuloma. Diagnosed via ultrasound and on MRI. Physician later confirmed, capsular contracture, baker grade I. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness was within specification). Granuloma: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported rupture, granuloma diagnosed via ultrasound and on MRI. Physician later confirmed capsular contracture baker grade I. The device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Patient reported, left side rupture. Granuloma diagnosed via ultrasound and confirmed on MRI. Device remains implanted.